Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 6.0 x 200, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 20 atmospheres for 1-2 seconds, the balloon ruptured. The procedure was completed with a different device. No patient serious injury or adverse event were reported.